Event description:
It was reported that low, out of range, hv lead impedance was observed. Lead was capped and will not be returned. No consequences to patient after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.